Manufacturer narrative:
It was reported that after a bunion surgery on (B)(6) 2018, all hardware was removed in a revision surgery on (B)(6) 2019. The device was not returned to the manufacturer for evaluation. The device history records for all combinations of devices (sk12) intended to be implanted were reviewed (1405-1012, 1405-1014 and 1405-4005) and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. A number of factors could have contributed to the removal of all hardware, however the available information indicates it was non-union of the patient's bones. To address the non-union, the surgeon revised the site with new plates. No malfunctions have been alleged with any tmc hardware nor does any information indicate it was a determining factor for performing the revision. The device is intended for fusion/stabilization and non-union is a known potential adverse event identified in the instructions for use provided with the sterile kit. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an original bunion surgery on (B)(6) 2018, all hardware was removed in a revision surgery on (B)(6) 2019 due to non-union. There was no other report of any patient impact or injury as a result of this event.